Event description:
It was reported that on (B)(6) 2016, error message was displayed during an attempt to build the expertise package. This issue was reproduced with 2 different usb keys. In addition some expertise files (pt.log, ps.log and managercore.log) were available from the day when there was a non successful attempt to interrogate a platinum device (sn (B)(4)) on (B)(6) 2016 but other files (pt and ps files) were missing. Preliminary analysis confirmed the reported behaviour and showed that it was related to a hard disk corruption. The programmer should be returned for repair.

Event description:
It was reported that on (B)(6) 2016, error message was displayed during an attempt to build the expertise package. This issue was reproduced with 2 different usb keys. In addition some expertise files (pt.log, ps.log and managercore.log) were available from the day when there was a non successful attempt to interrogate a platinum device (sn (B)(4)) on (B)(6) 2016 but other files (pt and ps files) were missing. Preliminary analysis confirmed the reported behaviour and showed that it was related to a hard disk corruption. The programmer should be returned for repair.

Event description:
It was reported that on (B)(6) 2016, error message was displayed during an attempt to build the expertise package. This issue was reproduced with 2 different usb keys. In addition some expertise files (pt.log, ps.log and managercore.log) were available from the day when there was a non successful attempt to interrogate a platinium device (B)(4) on (B)(6) 2016 but other files (pt and ps files) were missing. Preliminary analysis confirmed the reported behaviour and showed that it was related to a hard disk corruption. The programmer should be returned for repair.